Event description:
It was reported that the patient had a (B)(6) trial five months ago in (B)(4). It was noted that the trial was unsuccessful and it was believed that it did not work because the "wires" were on the outside and kept moving. Additional information has been requested and when received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).